Event description:
The reporter stated that reporter did back to back (rapid succession) blood glucose, using separate fingersticks. Reporter's results were 64 and 85mg/dl. Reporter did not have any symptoms. Control testing was not done due to lack of supplies. On followup, the reporter stated that reporter checks the confirmation dot of the test strip, and described an accurate technique of applying blood. Reporter verified that reporter inserts the strip all the way into the meter. Reporter reported that reporter cleans reporter's meter on a regular basis. No harm was alleged.